Event description:
I am required to use a bactrack breathalyzer as part of a custody agreement. I use the mobile device with bactrack view. The company only conducts recalibration of the devices after 10-12 months of use. However, research has shown that personal use devices like this one requires recalibration after every 200-300 uses. I blew a few false positives on (B)(6) 2025 and another on (B)(6) 2025. By this point I had been blowing into the device for 8 months and completed 980 tests. I have had not one sip of alcohol since (B)(6) 2024. I had blood and hair follicle tests conducted with negative results to contradict this result. However, I have had my kids taken from me for 90 days because of this incident. I know of another person in aa (alcoholics anonymous) this has happened to with the same device. Bactrack markets itself for being so reliable but its reliability failed me completely on (B)(6) 2025, with devastating results. Further, I believe their recalibration policy leaves many in my position vulnerable to the same awful situation. I believe bactrack needs to take some responsibility for its misleading marketing and inadequate recalibration services. Bactrack is inadequate for us in high stakes situations like custody.